Event description:
It was reported the patient experienced a shocking sensation the night prior to report. It was reported the patient saw what looked like a warning screen on the programmer; however the patient could not recreate the screen. After turning stimulation down from 1.1 v to .95 v the patient experienced the shocking sensation a "little while later." The patient fell 5-6 weeks prior to report but "not recently." The patient had a bone scan two days prior to report. The patient turned the stimulation down to 0.85 v. Approximately two weeks later it was reported the patient was having concerns regarding her device or therapy but was working with her physician or manufacturer's representative. The patient had scheduled appointments on (B)(6) 2012 and (B)(6) 2012. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28, lot # v516453, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).